Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer. System check was being performed by tandem technical support; however, the customer was unable to complete the check at the time of report. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.